Event description:
Initial report says tip fell off during surgery. Doctors retrieved the tip from the operative site and continued on with another instrument. At this time there was no report of injury to the pt. Doctor was performing a laparoscopic cholecystectomy when the event occurred. The MDR prepared, based on risk analysis results reported (B)(6) 2012.

Manufacturer narrative:
Although we were expecting the return of the involved product, we have not yet received. We will reopen this investigation once the product is received. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes. See scanned page.